Event description:
It was reported that an attempt was made to use impact av access was used to treat a lesion in the arteriovenous fistula. The balloon rupture occurred at 14atm. No intervention required to remove the balloon an all fragments of the balloon were retrieved. Procedure was completed with a device of the same standard and it could be inflated without any problems. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.